Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. There were few additional findings. Adhesive around light guide lens was peeled. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation. The device was returned and an evaluation at the repair center revealed presence of foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. There was abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; and flushed the air/water nozzle with the detergent solution. The customer did not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. No additional concerns about the reprocessing were noted by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter and it is likely the foreign material remained in the nozzle since reprocessing was deviated from the instruction manual from the obtained information. The event can be prevented by following the instructions for use which state: "the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 [inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.